Manufacturer narrative:
Age at time of event: patient's age is approximately (B)(6). Date of event: used the first day of the aware date as the event date not provided.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified peroneal trunk. A 32 x 3.00mm rebel stent was advanced for treatment. However, while attempting to cross the area of stenosis, the stent delivery system broke in the middle about half way from the shaft. Since the shaft fractured outside of the body and the patient's sheath, the device was then removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was fine.